Event description:
It was reported that the physician was performing a left salpingo-ophorectomy during a diagnostic laparoscopy. A reload was placed in the stapler and upon reopening the stapler inside the abdomen, the cartridge dislodged from the stapler into the abdomen. It was noted that the cartridge was in several pieces. The pieces of cartridge were removed from the abdomen without incident. A second reload was used to complete the case. No pt consequence was reported.